Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status remains unknown. The final patient status was not made available to endologix. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. This initial procedure is outside of the indications of use (off-label) due to the use of the two (2) excluder cuffs with the afx2 system. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2 h3 other text : device remains implanted

Event description:
The patient was initially treated for an abdominal aortic aneurysm and common iliac artery aneurysms on (B)(6) 2019, with the implant of an afx2 bifurcated stent graft an afx vela suprarenal and two excluder (non-endologix) cuffs. This initial procedure is outside of the indications of use (off-label) due to the use of the two (2) excluder cuffs with the afx2 system. On (B)(6) 2024, a contrast computed tomography was taken, sac enlargement and type iiib endoleak was observed. Reintervention was performed on (B)(6) 2024. The intraoperative angiography confirmed the type iiib endoleak was from afx2 main body where afx vela suprarenal distal edge is positioned. The physician elected to add an endurant (non-endologix) and endoleak was resolved. The final patient status was not provided.